Manufacturer narrative:
During coiling of an aneurysm of internal carotid artery (size 7mm*7.5mm), the surgeon felt friction when he advanced the presidio 10 cerecyte microcoil 7 mm x 30 cm (pc410073030/c19728) to the proximal part of the microcatheter (details unknown). He had to withdraw it and changed to another one to complete the procedure. No injury to the patient was reported. The device was returned for analysis. As viewed through the sheath and located 6.5 centimeters off the ball tip, there are multiple sections of compression and buckling coil damage for a length of 4.2 centimeters. The coil¿s socket ring has been pushed down under the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism exhibits compression and stretching damage. The friction felt to the coil in the proximal end of the microcatheter during coil advancement most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the coil to buckle in multiple sections and for the coil¿s socket ring to be pushed far down inside the outer sheath. In this condition, friction will be experienced when attempting to advance the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components may also have contributed to the complaint event. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The root cause is most likely related to handling issues; however, the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time. Concomitant medical products and therapy dates: new coil (details unknown), microcatheter (details unknown).

Event description:
The surgeon felt friction when he advanced the presidio 10 cerecyte microcoil 7 mm x 30 cm (pc410073030/c19728) to the proximal part of the microcatheter (details unknown). He had to withdraw it and changed to another one to complete the procedure. The patient had an aneurysm of internal carotid artery. Size is 7mm*7.5mm.